Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages during patient use was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause of the ua07 advisory message might have been related to the patient not being oriented on the autopulse platform correctly or the patient being shifted during the initial take-up. The archive data indicated multiple ua07 around the reported event date, thus, confirming the reported complaint. The autopulse platform passed the functional testing with no error or fault. The load cell characterization test confirmed that both cell modules function within the specification. The ua07 was not reproduced. The autopulse platform functioned appropriately and performed as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. After servicing, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a cardiac arrest, the autopulse platform (sn (B)(6) failed on a 73-year-old female patient. The crew reported user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. They stopped using the unit during the code and switched to manual conmpressions. Patient's status information was requested but the customer did not provide a response.